Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1uxku, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported by the rep via the doctor that the patient¿s seizures were not from a pre-existing condition. The exact relationship between the devices and the seizures is unknown, but the patient started having seizures, as reported by their family, sometime in the week after the leads were placed in the brain. The stimulation was not on as the patient didn't have the ipg placed due to their seizures. It was again stated that the seizures developed after the brain electrodes were placed, although the seizures were not during the surgery. A CT of the brain had shown that the area of the abnormality not believed to be infection. The patient was hospitalized and placed on anti seizure medications. They were still taking anti seizure medications and were no longer inpatient. There were no further complications reported.

Manufacturer narrative:
Other applicable component: product ID: 3387s-40, lot# va1uxku, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy, it was reported that the patient had developed seizures days after the implant. There are no known factors that could've caused the event, and no known actions/interventions. The patient was hospitalized, and the issue was said to have resolved. More information would be gathered on (B)(6) 2018. No additional surgical intervention was planned. There were no further complications reported.